Event description:
Attorney alleges that the patient was implanted with a bard/davol sepramesh ip (cat #5959812 and lot #huwi1169). It is alleged that on (B)(6) 2014, the patient was implanted with the product in the course of a ventral hernia repair surgery. It is alleged that further to the implantation with the product, the patient suffered the development of hernia recurrence, scar tissue, infection, fistula, bowel obstruction and chronic pain. It is alleged that on (B)(6) 2017, the patient underwent a corrective revision surgery. The patient underwent another corrective revision surgery on (B)(6) 2018. Attorney alleges that the patient has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. It is alleged that the implantation and failure of the product has had a devastating impact on the patient, leaving with permanent injuries including scarring, disfigurement, and chronic pain. It is alleged that the patient's adverse reaction, complications, and further surgery directly and proximately resulted from the defective and dangerous condition of the product. It is alleged that injuries due to the implantation of the product have caused and continue to cause the patient's pain, suffering, loss of enjoyment of life, permanent physical disability, loss of physical, mental and emotional health. It is also alleged that the patient continues to undergo medical care and treatment. It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, bowel obstruction, infection, fistula and subsequent surgical intervention. The instructions-for-use (IFU) supplied with the device lists hernia recurrence and fistula formation as possible complications. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted.